Manufacturer narrative:
The insulin pump alarmed during prime test due to moisture damage on force sensor resistor. The drive support disk was inspected and no anomaly was noted. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported that the insulin pump returned an error alarm after filling the tubing. Customer stated that the insulin pump's drive support cap was flush. Blood glucose level was 110 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.